Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in the noisy signals, connection issues and difficulty to insert. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during this pacemaker was an attempted implant. The physician experienced difficulty inserting the chronic right ventricular (rv) lead into the header of this device. Once connected, noise was exhibited on the ventricular channel. Troubleshooting was performed, including connecting the right atrial (ra) lead to the rv port of this device, which also exhibited noise. Insulation of the rv was inspected, and there was no visible damage. The physician suspected an issue with the device header. A new device was implanted and acceptable measurements were observed. No adverse patient effects were reported.

Event description:
It was reported that during this pacemaker was an attempted implant. The physician experienced difficulty inserting the chronic right ventricular (rv) lead into the header of this device. Once connected, noise was exhibited on the ventricular channel. Troubleshooting was performed, including connecting the right atrial (ra) lead to the rv port of this device, which also exhibited noise. Insulation of the rv was inspected, and there was no visible damage. The physician suspected an issue with the device header. A new device was implanted and acceptable measurements were observed. No adverse patient effects were reported. It is expected to receive this device for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection revealed no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Review of memory noted that there were no suspicious resets. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the noisy signals and connection issues, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that during this pacemaker was an attempted implant. The physician experienced difficulty inserting the chronic right ventricular (rv) lead into the header of this device. Once connected, noise was exhibited on the ventricular channel. Troubleshooting was performed, including connecting the right atrial (ra) lead to the rv port of this device, which also exhibited noise. Insulation of the rv was inspected, and there was no visible damage. The physician suspected an issue with the device header. A new device was implanted and acceptable measurements were observed. No adverse patient effects were reported. This device has been received for analysis.